Manufacturer narrative:
Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may take place at a later date to address the issue.